Event description:
(B)(6) ¿ broken ¿ distal end sales rep stated via email "the tip broke during a case.  Tip had to be located in chest cavity and retrieved.  Looks as though it is stripped where it should screw on" sample is not available, no patient injury reported. No requested action specified

Manufacturer narrative:
(B)(4). The complaint device has been returned to carefusion supplier for evaluation. The evaluation is currently in process. A follow up will be sent if the evaluation is completed.